Event description:
It was initially reported that the patient was having an increase in seizures. It is unknown if the seizures are related to vns or the relationship to the patient¿s pre-vns baseline. Surgery is likely but has not occurred to date.

Manufacturer narrative:
.

Event description:
An implant card reported that the patient had generator replacement surgery on (B)(6) 2014 due to near end of service. The explant hospital does not return explanted devices to the manufacturer per hospital policy. They hold on to the products and then discard.